Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc (bec) that the unicel dxc 600 synchron system gave "sample probe obstruction" errors for both the modular and cartridge chemistries sides. Customer reported there was fluid on top of the tubes and on the racks. Customer reported the blade wash shower chamber and blade wash station seal leaked when the cap piercer blade was going through its blade wash cycle which dripped onto the top of the tube caps causing the probe obstruction errors. Customer reported that the volume of the leak was approximately 5 - 10 ml. Customer reported the leak was contained on the tubes and racks. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) identified an occlusion in the elbow fitting that drains the cap. The fse removed the fitting and cleared the occlusion.